Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar posterior spinal therapy. It was reported that the device is broken there was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the flexible arm lost pressure and wore out during surgery. Additional information received from manufacturer representative that the that the flexible arm is not fixing itself at the necessary angles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) and distributor via a manufacturer representative regarding a patient having lumbar posterior spinal therapy. It was reported that the device is broken there was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the flexible arm lost pressure and wore out during surgery. Additional information received from manufacturer representative that the that the flexible arm is not fixing itself at the necessary angles.

Manufacturer narrative:
B5: updated g2: updated h3: product analysis for part # 9561524; lot # my20b001 visual and functional inspection confirmed the flex arm is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.